Manufacturer narrative:
Analysis not required for expired sensor.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 207 mg/dl, compared with the sensor glucose reading of 84 mg/dl. The customer also noted that the insulin pump had alarmed sensor error as well. He complained that he had thrown 4 sensors away as a result of the sensor issues. He was advised to return the sensor for analysis. The most recent sensor he used worked fine, with a sensor glucose reading of 126 mg/dl, compared with the blood glucose reading of 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.